Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported intermittently cine playback images were degraded such that they were unusable. The cine function failed to operate, thereby causing subtraction, road-mapping, or other critical vascular cine functions. There was no patient injury or death reported.